Event description:
According to available information, this device required explantation due to infection. A malleable device was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Correction: date of birth.

Event description:
Additional information received on 6/30/2023 states the previous ipp had been removed due to the left cylinder eroding through. It was removed and a 9.5mm genesis was placed on the right side to hold the space and nothing on the left side so it could heal. Dr. (B)(6) removed the 9.5mm and then placed the new titan touch on (B)(6).